Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was randomly rebooting. There was no patient harm reported. Investigation summary: the customer did not respond to follow-up attempts for additional information. As such, the issue could not be confirmed, and no root cause could be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was randomly rebooting. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was randomly rebooting. Nihon kohden's technical support advised the bme that random reboots of the cns would indicate that the hdds were failing and needed to be replaced. Multiple attempts to reach the customer subsequent to the initial call have not been answered. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 03/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 03/26/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was randomly rebooting. No patient harm was reported.